Manufacturer narrative:
The investigation has been completed. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the button for switching the input signal was not set correctly according to the proposed information or that the image processing board was temporary defective.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information received identified this event occurred during the beginning of an unspecified diagnostic procedure. Although, other devices were involved in the event, the customer was unable to provide them. The procedure was completed with a different device and there was a 10 minute delay. The monitor was inspected and no anomalies were observed. The monitor cable was noted to be undamaged, connected properly and secure. Per the customer, the instructions for use are being followed.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported event could not be duplicated. The cause of the reported event cannot be determined at this time as all signals functioned normally. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported no video was being produced from the unit. Additional information is unavailable at this time.